Event description:
The customer's wife stated that the customer was hospitalized for diabetic ketoacidosis. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and self tests. The customer changed the infusion set day prior to the hospitalization. Advised the wife that the insulin pump was functioning properly. Advised the wife to monitor the insulin pump and blood glucose levels and to call back as needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.